Manufacturer narrative:
Per the tandem user guide, ¿blood glucose values used for calibration must be between 40 to 400 mg/dl and must have been taken within the past 5 minutes. ¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was between 300 and 400 mg/dl, and the meter bg reading was around 200 mg/dl. Reportedly, the customer did not enter a calibration within 5 minutes of testing bg. No additional patient or event information was available. A root cause could not be determined. Tandem technical support instructed the customer to enter calibration bg values to address the issue.